Event description:
Blood leaked by the connector of the perfusion line after changing a bd q-syte which was difficult to remove. Extra hospitalization was required due to this event.

Manufacturer narrative:
Two representative units were received on 21 april 2008. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 02 may 2008.